Event description:
Pt was coding, orders for pt to be paced. Monitor connected correctly. When turned on screen went blank. Inspection of the cable by biomed engineering revealed a large degree of split in the female molex pins, causing an open pad warning on the monitor. Unable to determine if monitor effected code process.